Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During an internal review of programming and diagnostic history, it was identified that an interrupted system diagnostic test occurred that caused an unintended change in device settings during an office visit. The interrupted system diagnostics that caused the anomaly were not recorded in the available programing history. The settings were corrected on (B)(6) 2013. No patient adverse events were reported.